Manufacturer narrative:
This lead remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited a gradual increase in impedance, with recent measurements exceeding 2,000 ohms. All other lead parameters remain stable and well within their specified ranges. It was noted this atrial lead is known to be damaged/broken, and the patient is being monitored in the meanwhile. Some ventricular events treated with anti-tachycardia pacing (atp) during atrial noise events was also observed. Technical services (ts) was contacted for further review. No adverse patient effects were reported. At this time, the lead remains in service. Technical services (ts) confirmed the high impedance indicates a mechanical impairment problem with the lead. Programming recommendations were provided. Ra lead replacement was also suggested. To date, there is no evidence to suggest intervention has been performed.

Event description:
It was reported that this right atrial (ra) lead exhibited a gradual increase in impedance, with recent measurements exceeding 2,000 ohms. All other lead parameters remain stable and well within their specified ranges. It was noted this atrial lead is known to be damaged/broken, and the patient is being monitored in the meanwhile. Some ventricular events treated with anti-tachycardia pacing (atp) during atrial noise events was also observed. Technical services (ts) was contacted for further review. No adverse patient effects were reported. At this time, the lead remains in service.